Event description:
A tech reported that during laser treatment, the system displayed a message indicating low energy. The pt was transferred to another laser and the treatment was completed. The pt's postoperative vision is good and the pt is very happy.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).